Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available. Date of event is unknown. Additional information will be provided if available.

Event description:
The customer reported that the scope failed to maintain a connection to the processor and the image would disappear during reprocessing involving an olympus gastrointestinal videoscope. There was no reported patient involvement.